Event description:
It was reported that during a stenting treatment procedure, stent migration occurred. The procedure treated the 80% stenosed, 2.4x10mm target lesion located in the mildly tortuous and moderately calcified mid left anterior descending artery. After pre-dilation, a 2.25x12mm ion stent was advanced and deployed at 11 atms. It was noted that the stent was fully expanded. However, when "the physician pulled back the balloon to remove it, he saw that the stent had moved and was no longer covering the lesion". The stent had migrated 15mm proximal to the target lesion and was then post dilated in it's final position. There was a 10-15% residual stenosis remaining in the target lesion and the physician after taking another look at the lesion, decided that no additional intervention was needed. No further patient complaints were reported and the patient status is ok.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).